Event description:
It was reported that the rigid video laparoscope had image noise. The issue was found during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E1 - address 1: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the rigid tube was dented, component failure of the rigid tube, the universal cable was damaged internally, component failure of the universal cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the universal cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.